Manufacturer narrative:
Method: device history review & device inspection. Results: the screw was examined and found to have a tulip head that was jammed into the hex head. Manufacturing files were reviewed and no anomalies were found. Conclusion: the probable root cause is placing the pa screw too tightly to the vertebral body.

Event description:
It was reported that "surgeon was using an oasys screw, this screw was loaded to the screwdriver correctly, placed inside the bone as wished by surgeon. When trying to turn the tulip head of the screw in order to place the rod inside, the tulip head wouldn't turn. Head turning used, it would not turn. Attempted to re-engage the screwdriver, this would not engage insitu, I tried to tell the surgeon to use the monoaxial driver to engage and slowly bring the screw out, however the pulled the screw out. A larger screw then placed insitu. On examination the screw appears to have lost its polyaxiality, and has essentially fixed at an angle (approx 40 degrees). "

Event description:
It was reported that "surgeon was using an oasys screw, this screw was loaded to the screwdriver correctly, placed inside the bone as wished by surgeon. When trying to turn the tulip head of the screw in order to place the rod inside, the tulip head wouldn't turn. Head turning used, it would not turn. Attempted to re-engage the screwdriver, this would not engage insitu, I tried to tell the surgeon to use the monoaxial driver to engage and slowly bring the screw out, however the pulled the screw out. A larger screw then placed insitu. On examination the screw appears to have lost its polyaxiality, and has essentially fixed at an angle (approx 40 degrees). "